Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device was not detected on bus when tried to access the med. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022 - december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. Review of the device history record for sn (B)(6) was performed from the date of manufacture 17-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had device detection failure. A field service engineer addressed an issue where the matrix drawer was not detected on the bus. After shutting down the station, the field service engineer inspected the pyxibus connections at the rear of the drawer and discovered that the cable was not fully seated. The cable was reseated, and all other connections were checked. Once the system was brought back online, the drawer was successfully detected. The customer inventoried the drawer and confirmed proper operation. The system functioned as intended after the field service engineer troubleshot the device.